Event description:
It was reported that a revision was done on (B)(6) 2012. The reporter stated that the leads had pulled down two levels. It was reported that they tried to push the leads back up using a stylet with no success. Three leads were removed and two new leads were inserted. It was later reported that two leads were removed. It was unclear how many leads were removed. Three days later, it was reported that there were no malfunctions found and the device was working "perfectly." The reporter stated that stimulation was "just not in the right area anymore" after the patient took a fall and the leads moved down. It was reported that the patient was "doing wonderful now," stimulation was right in her area of pain, and was giving her significant pain relief. It was noted that the patient was "very happy." A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 3487a, lot # v919793, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).